Manufacturer narrative:
Per additional information received, this reported fault was caused by moisture in the users medical air causing damage to the anesthesia units components. This is a use error. There was no reportable malfunction. Reported complaint will be noted during preuse testing, as contained in the user manual. H3 other text : per additional information received, this reported fault was caused by moisture in the users medical air causing damage to the anesthesia units components. This is a use error. There was no reportable malfunction. Reported complaint will be noted during preuse testing, as contained in the user manual.

Event description:
It was reported that there was a malfunction resulting in potential large leak preventing ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.